Event description:
It was reported that the patient was admitted to the hospital due to device delivering continuous shocks with the slight movement of the patient's left arm. High thresholds and noise were observed. When a sternotomy was performed the lead was found to have penetrated the pericarial wall. Abrasion was found in two locations on lead. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasions were found between 29.5cm and 30.3cm from connector pin, consistent with that produced by friction with the ICD can. A short circuit could have occurred between the device's can and the ring electrode cables, resulting in inappropriate shock and oversensing.